Event description:
Boston scientific received information that this pacemaker and right atrial (ra) lead which was reportedly fractured exhibited high, out-of-range (oor) pacing lead impedance of greater than 2,500 ohms along with high pacing threshold and loss of capture (loc) with asystole of less than two seconds. The ra lead was surgically abandoned and a new ra lead was successfully implanted. The pacemaker remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.